Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and low impedance measurements. The rv lead was revised and replaced on (B)(6) 2025. The patient was recovering post-procedure.